Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 05 jun 2019. Manufacturer¿s product support engineer (pse) replaced the unit¿s gas distribution system (gds) to resolve the reported issue of oxygen concentration out of range. Pse also found power led went off during preventative maintenance (pm) so power switch overlay replaced. Pse also replaced as part of pm the unit¿s oxygen inlet, air inlet, and cooling fan filter. Unit was tested and ready for service. Gas distribution system (gds) was returned to failure investigator (fi) lab for evaluation. Visual inspection of the gds revealed no evidence of damage or contamination. The gds was installed in the fi test ventilator. Operational test was performed and the ventilator powered up from ac and delivered breaths. No errors generated at post. Fi performed air flow accuracy, oxygen flow accuracy, and oxygen concentration accuracy testing. All testing failed. Located failing u1/u2 of the air flow sensor. Once failed component was replaced the unit passed all testing. The root cause for the reported issue was found to be due to u1 drifting out of specification on air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had error message of oxygen (o2) flow error. The customer reported there was no patient involvement. Event date not specified, estimate used.